Event description:
It was reported that the item is cracked and is leaking white powder. No patient injury was reported.

Manufacturer narrative:
A product was received. This is a supplied item; the device history record (DHR) is at the supplier. This is a known issue. The product needs to be repackaged for shipment. The complaint is confirmed. No further information has been made available to date. Should additional information is received, a supplemental report will be filed. UDI is unknown. Operator of device is unknown. PMA/510k is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).